Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary. The product was returned to ethicon suzhou for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one sc60a device was returned with the closing trigger in the closed position, the firing trigger and the anvil in the opened position. Also, the handle shrouds were partially opened, and with no reload present. The handle shrouds were removed and frame c was noted to be broken causing an excessive gap between frames c & b not allowing the clamping mechanism to perform as expected on the device. No further functional test could be performed due to the condition of the device. The event reported was confirmed and it is related to improper use of the device. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the instrument creating the gap on the frame. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that the jaw was hard to close and very slowly during surgery. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.